Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer was sleeping when occlusion alarm sounded. Customer was laying on tubing and it was kinked. Customer changed sleep position and occlusion alarm did not recur. There was no adverse impact customer¿s blood glucose.